Manufacturer narrative:
(B)(4).

Event description:
It was reported thta: "placed an 18 manta sheath in patient, as we were inserting manta device into sheath, the valve of the sheath came out. The procedure was completed with a different device. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn#(B)(4). The customer report that the "valve of the sheath came out" was able to be confirmed through investigation of the returned sample. The customer returned one 18fr manta device for evaluation. Signs of use were observed in the form of biological material. Visual analysis revealed that the button valve had become dislodged from the sheath housing. The tear observed in the button valve was smaller than is typical for correct advancement, indicative of incorrect tearing. Additionally, the manta lumen was observed to be buckled, and deformation was noted to the bypass tube, indicating use of excessive force. Additionally, the IFU states "if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device." Based on the customer report, and investigation of the returned sample, the root cause is likely related to unintentional user error. Teleflex will continue to monitor and trend for events of this nature.

Event description:
It was reported that: "placed an 18 manta sheath in patient, as we were inserting manta device into sheath, the valve of the sheath came out. The procedure was completed with a different device. The patient was reported as fine post the procedure."